Event description:
A customer contacted baxter to report that some cracks were noticed on the light blue main body after use about one month.there was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). One used set was received with no cap on dark blue connector and no cap on patient connector in reference to damaged. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. Placed white cap on dark blue connector for pressure test and visually inspected the set and noted chipping/flaking and crack of the light blue main body. The complaint was confirmed in the lab for damaged. A root cause was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.